Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a loss of capture at maximum outputs. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a loss of capture at maximum outputs. The lead was repositioned and remains in use. It was reported that the lead had dislodged. During the revision procedure, the physician attempted to replace the lead into the device header. However, it was not possible to connect the lead, even after using multiple wrench kits without success. The device was explanted and replaced. No patient complications have been reported as a result of this event.